Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.

Event description:
It was reported that files were damaged, which prevented the system from booting. There is no report of injury or death associated with the event described in this complaint.